Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: no other observation observed. No further actions are required since no manufacturing issue is observed. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported, left side rupture. Diagnosed by ultrasonography. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Continued e1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Photographic device evaluation: a review of the device through photos noted rupture can be observed however an assessment of the opening cannot be performed as it is not possible to utilize microscopic analysis.

Event description:
Healthcare professional reported left side rupture diagnosed by ultrasonography. The device has been explanted and replaced with a non-allergan device.